Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012319672 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 2.5 inches from the tip. The following functional testing was performed. The steering mechanism and deflection test revealed the noise is heard from the handle when the knob is turning with friction. The following relevant sub-assembly inspection and tests were performed. Dissection of the returned device revealed debris is at the floater disk. Dissection of the returned device revealed the gap between threaded slider and floater disk which caused a free rotate of the knob without turning the shaft. Dissection of the handle revealed a shaft kink in the handle area. In conclusion, the sheath failed the returned product inspection due to the kink/twist observed on the shaft, debris observed at the pull wire/floater disk inside handle, threaded slider-floater disk gap out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during maneuvers in the right superior pulmonary vein (rspv), the steering mechanism of the flexcath advance stopped working properly. The procedure was completed with good results, and the system was removed without complications. No patient complications have been reported as a result of this event.